Event description:
(B)(4). I experienced severe pain upon insertion of the device. I was faint and vomited multiple times. After I was home I continued to have pain and bleed for 3 weeks. The pain never subsided. I then had a lack of menses for 8 months. Then in (B)(6) 2016 I had a normal period. My period stopped and restarted about a week later. I bled for 2 months until a d&c on (B)(6) 2016. The pain in my side increased substantially and I ended up in the ER on (B)(6) 2016. Pelvic pain was the diagnosis.